Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient experienced a loss of therapy following an unrelated surgery. As a result, surgical intervention was taken to explant and replace the ipg. Issue has been resolved.

Manufacturer narrative:
This event was inadvertently assigned to 1627487-060217-001-c. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.